Event description:
It was reported that there was an infection. It was noted that the infection appeared to be located at the lead anchor site. It was noted that the physician reported possible infection at lead anchor site. It was noted that an explant was planned due to the infection. It was noted that patient symptoms included a fever. It was noted that the location of the symptom/issue was at the lead location. It was further noted that the patient¿s status at the time of report was alive with no injury oradverse event. Additional information received reported that perioperative antibiotics were administered. It was noted that the onset and diagnosis of infection occurred on 2013 (B)(6). It was noted that the patient did not have meningitis. It was further noted that signs and symptoms included: swelling, drainage, and incisional wound opening. It was noted that the primary location of the infection was in the device pocket. It was noted that a culture was obtained from the device pocket. It was noted that the organism cultured was (B)(6). It was noted that treatments instituted for infection included oral antibiotics and total device system explant. It was noted that the patent outcome was infection resolved.

Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4), implanted: 2013 (B)(6) product type lead product ID 3708120 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).